Event description:
The below incident was reported the pharmacy: a nurse was giving enoxaparin 30mg/0.3ml. One of the safety features after giving the injection is to push down on the plunger one more time and it engages a needle guard over the needle. In this case, when the safety device was activated, it shot the needle guard and spring off of the syringe and exposed the entire needle putting pt/staff at risk. However, neither the pt or staff nurse was injured. Manufacturer winthrop u.s. A business of sanofi-aventis u.s. Lot 2lc97 exp 01/2015. Reason for use: dvt prevention.